Manufacturer narrative:
Physio control evaluated the customer device and verified the reported issue though the electronic device records. After the battery pins and power pcb assembly were replaced and other repairs a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. It was determined that the root cause of the reported issue was due to worn battery pins and fretting on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11.

Event description:
A customer contacted physio control to report that their device had experienced loss of power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Add a comment to stating ¿due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device had experienced loss of power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.